Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from (B)(4) regarding a patient receiving unknown baclofen via an implanted pump. It was reported the patient struggled to get the pump to work for years and eventually had it removed. It was noted the patient was feeling so much better and had so much less pain after the pump was removed.